Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection was performed in addition to a chem analysis on the returned device. The reported inflation issue and material deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the mid proximal right coronary artery (rca). Pre-dilatation was performed with a non-abbott balloon catheter. A 3.0 x 15 multilink vision rx coronary stent crossed the mid proximal rca, but could not inflate. The stent had bent struts and did not deploy. It was removed and the procedure was successfully completed with a non-abbott device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.